Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The nurse reported via phone call that the customer was hospitalized due to diabetic ketoacidosis. The customer's blood glucose was over 600 mg/dl at the time of incident. The nurse stated that the customer was given insulin to treat the blood glucose. The nurse stated that the customer was wearing the insulin pump during hospitalization. The nurse also reported that the insulin pump alarmed no delivery. The nurse reported that the no delivery alarm was resolved by a complete set change including the reservoir. The reservoir will not be returned for analysis.